Event description:
As reported to coloplast though not verified, pt was implanted with restorelle y mesh. Later the pt experienced pain, urinary tract infections. E. Coli, bacterial vaginitis, granulation tissue, vaginal bleeding and discharge, mesh erosion, dyspareunia and vibration of right lower quadrant. An excision of vaginal tissue with mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.